Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. After burring the tibia, the burr continued to spin unintentionally. Selecting the "free" button in the software and activating the e-stop did not resolve the issue. The burr stopped spinning after the anspach burr motor was unplugged, but irrigation continued until "reset cutter" was selected in the software. The anspach burr motor was then plugged in, and the case continued with a reported successful outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regard to this event. The anspach controller box was returned and tested by engineering. The returned controller passed the anspach controller test procedure, and a review of circuitry indicated no design defects.